Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device was being used with a green reload and seam guard. The device fired fine for the first firing. The device was reloaded and closed. The surgeon wanted to reposition the device but it would not open. The manual release lever was pulled and it still would not open. The surgeon had to fire the device, but it would not complete the third stroke. The device opened, but then it was discovered that it only cut 2/3rds of the way. The device was reloaded and tried again, but the same thing occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient.